Event description:
The customer contact reported no audible alarm tone during an alarm condition. The customer contact reported during testing at the user facility, the device displayed a 10/001 service alarm code with no audible alarm tone. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.